Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was not responsive when the customer attempted to tap the arrow in the pump history menu. Tandem technical support offered to troubleshoot issue; however, the customer declined. The customer stated that the screen would respond when using another finger. The customer's blood glucose level was 145 mg/dl.